Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. "Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." Deflated device should be removed promptly.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complained about greenish urine and severe abdominal pain. The doctor performed eda and found signs of hyperinsuflated balloon and signs of leakage." Device was removed and replaced.

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA. Apollo endosurgery received a letter of request from FDA dated march 7, 2017 for additional information regarding MDR report number 3006722112-2017-00059. Response to FDA request: 1. Please describe the disposition of the device, including information on your efforts to acquire or have the device returned for investigation. For reusable devices, indicate whether the device is still in use. Response: the device was received in the apollo device analysis laboratory on 20/apr/2017, and is awaiting analysis. The orbera balloon is a single use device, therefore the device is no longer in use. 2. Describe the parts or components of the devices that hyper-insufflated and leaked. Provide a schematic of the reported device(s) and indicate where on the schematic the hyper-insufflation and leakage occurred. Response: the root cause of the spontaneous inflation is unknown, therefore it is unknown what parts or components of the device, if any, led to the issue of spontaneous inflation or deflation. Additionally, the device has not yet completed analysis. However, endoscopic images provided by the physician of the device in the stomach show the balloon shell portion of the device inflated beyond the sterile saline volume. 3. Please provide the device implant and explant dates, and/or the duration of implant time. If the implant was explanted, please provide the reason. Response: as per the implanting/explanting physician, the device was placed on 29/jul/2016, and removed on 21/oct/2016, after being implanted for approximately three months. The device was removed as the patient "complained about greenish urine, and severe abdominal pain." On 21/oct/2016, the doctor performed a high digestive endoscopy, and found signs of a hyperinsufflated balloon, and signs of leakage. The device was removed and replaced. 4. Please provide the life expectancy and anticipated failure rate for the device, including life expectancy and failure rate of any critical power source or component, such as a battery. Please explain how the life expectancy and/or failure rate information is communicated to users of the device. Additionally, please state how the failure rate was determined, and if the life expectancy varies under certain conditions. Response: the anticipated failure rate for the device (for inflation) is 0.02% - 0.49% per the apollo risk documentation for this device. Various device failure rates are communicated to the users of the device via the dfu. The patient effects of abdominal pain and deflation are also communicated to users as possible complications. Apollo also communicates via the dfu that as precautions, each patient should be monitored during treatment in order to detect the development of possible complications. This failure rate was determined per apollo quality system requirements, which base the occurrence rating for this failure mode on clinical experience outside of the united states (as reported to allergan prior to the dec 2013 acquisition of this project, and subsequently included in the apollo risk assessment for this failure mode). To the question of "if the life expectancy varies under certain conditions", the placement period of the balloon is 6 months based on the conditions described in the labeling. Performance of the device outside of the indications for use (including the maximum placement duration of 6 months) is not known. 5. Please fully describe the reported device malfunction: hyper-insufflation and leakage. Describe any relevant alarm states and visual and/or audible indicators the device should present when a malfunction of this nature occurs. Response: balloon deflation (leakage) is a reduction in size of the device due to loss of saline. As per the orbera directions for use, one of the indicators for this device malfunction is "patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically as this may be indicative of a balloon deflation." Inflation (hyper-insufflation) is described as spontaneous over-inflation of the balloon with fluid or gas while in the patient's stomach. Indicators of this device malfunction could be persistent nausea and vomiting, as well as refractory intolerance. All patients and physicians are advised in the orbera directions for use: "each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera beyond 6 months." 6. Please provide all relevant information which your firm used to determine that the reported event is occurring with greater or lesser frequency and/or severity, than is stated in the product labeling for the device, or expected (i.e. Where the device labeling is silent on event frequency and severity). In your response, please provide the expected and observed frequency and severity for the reported event with this device, and as applicable, the family of devices it belongs to. Response: apollo's current device labeling is silent on event frequency and severity. However, as communicated to FDA and per apollo's CAPA-173, a labeling revision is planned and will be submitted to FDA for review prior to implementation on or before may 1, 2017. As noted in CAPA-(B)(4), apollo determined that the reported event of spontaneous inflation is occurring within the range of the expected frequency and severity compared to the anticipated risk profile of the device per apollo's risk documentation. The apollo risk documentation for this product [the family of devices it belongs to, including apollo ous skus for this product] establishes the expectation for the frequency and severity of this reported event. Pending revisions to the labeling will reflect the current experience relative to both "severity" and "occurrence." Apollo experience: the reported event for this case resulted in clinical intervention for the patient to have the device removed. Apollo device risk documentation: the apollo risk documentation for this device establishes the severity ranking for this reported event as "serious", which is defined by apollo as "injury to user/patient is possible, with significant, temporary discomfort that may require clinical intervention or prescriptive medication to treat" apollo experience: the global rate of spontaneous inflation complaints over units sold in the same from (B)(4) 2016 through (B)(4) 2017 = (B)(4). Apollo device risk documentation: the apollo risk documentation for this device establishes the occurrence ranking for this reported event as "remote", which is defined by apollo as (B)(4) of complaints over units sold. Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event. 7. Please describe all steps in the manufacturing process that could contribute to this reported problem, and how you considered this in the context of evaluation and investigating this device event. Response: the root cause for this event is unknown, and the device has not yet been analyzed. However, within the process fmea, there are two potential failure modes associated with the potential effect of failure noted as "early device removal (spontaneous balloon inflation.)" The first potential failure mode is "excessively coating the valve/deflation tool with sodium bicarbonate (sodium bicarbonate entering valve)." The second potential failure mode is "failing to firmly tap the valve to remove excess sodium bicarbonate (sodium bicarbonate entering valve)." For both of these failure modes, the potential cause is noted to be "incomplete or missed steps/operations." The controls in place for both of these failure modes are established by apollo within its sheath assembly manufacturing procedure - the validation of which is captured within the intragastric balloon process validation report- as well as the apollo quality system requirements for DHR review for a manufactured sheath assembly. Additionally, to support the prevention of the introduction of foreign material into the device, manufacturing operations are performed under controlled environment conditions, with an ongoing bioburden monitoring program in place. Also within the quality control process during manufacturing, there is a quality control process to test the integrity of the valve. The reported device was subjected to these measures. 8. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Response: this event was reported by the physician, and all events (spontaneous inflation, pain and deflation) are all assumed to be device related. The physician also provided diagnostic images of the balloon inflation. Apollo's approach to compliance is to resolve all doubts in favor of reporting, and assume the events as reported are due to the device. 9. For the reported event, please identify/list all associated device behaviors/outcomes identified in other complaints that trace to the same underlying device problem. Then provide the number of complaints associated with each device behavior/outcome. Response: the apollo risk documentation for this device establishes the severity ranking for this reported event as "serious", which is defined by apollo as "injury to user/patient is possible, with significant, temporary discomfort that may require clinical intervention or prescriptive medication to treat." The patient effects associated with balloon inflation are nausea, vomiting, abdominal pain, and gastric discomfort. These same patient effects are communicated to users as possible complications in the directions for use (dfu). Apollo also communicates via the dfu that each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. The dfu states that if these patient effects are severe or unusual the physician should be contacted immediately for further evaluation. This information is communicated in the precautions section of the dfu, as well as possible complications outlined in the adverse events section. Of the 76 reported complaints of inflation, the most prevalent corresponding adverse events were: pain (experienced by 54 of the 76 patients), and vomiting (experienced by 37 of the 76 patients). 10. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Response: apollo was unable to determine the root cause of the event, and therefore the specific device problem is unknown. However, apollo has tracked the complaints received for the event of "inflation". A total of 76 complaints (including the one for which this letter is written) were received globally in the past 2 years for the event "inflation" from february 28, 2015 to february 28, 2017. 11. Please identify the exact location in the labeling where users are warned of steps to take to prevent the hyper-insufflation from occurring, and/or how to mitigate the problem should it occur. Response: apollo's current device labeling is silent relative to spontaneous inflation. However, as communicated to FDA and per apollo's CAPA-(B)(4) a labeling revision is planned and will be submitted to FDA for review prior to implementation on or before may 1, 2017. The proposed labeling changes will include the current expected frequency as well as related patient symptoms as identified in the clinical experience. Under CAPA (B)(4), apollo has identified a series of potentially contributing events that could lead to spontaneous inflation. A known root cause for spontaneous inflation has not been determined. 12. Was the device within specification? If not, please explain why it was out of specification, and what factors you understand may have contributed to this condition. Response: apollo will not release product that does not meet all specifications and requirements in effect at the time of manufacture. 13. What quality control measures are performed during manufacturing that are intended to prevent outgoing product from exhibiting the problems of hyper-insufflation and leakage as described in this report? Were the reported device(s) subjected to any of these measures? Response: the root cause for this report is unknown, however for the event of inflation, within the apollo process fmea, there are two potential failure modes listed. The first is "excessively coating the valve/deflation tool with sodium bicarbonate (sodium bicarbonate entering valve)." The second is "failing to firmly tap the valve to remove excess sodium bicarbonate (sodium bicarbonate entering valve)." For both of these failure modes, the potential cause is noted to be "incomplete or missed steps/operations." The controls in place for both of the failure modes are established by apollo within its sheath assembly manufacturing procedure, as well as in the apollo quality system requirements for DHR review for a manufactured sheath assembly. Additionally, to support the prevention of the introduction of foreign material into the device, manufacturing operations are performed under controlled environment conditions, with an ongoing bioburden monitoring program in place. Also within the quality control process during manufacturing, there is a quality control process to test the integrity of the valve. The reported device was subjected to these measures. 14. Please explain when the device leakage happens, if stomach contents as well as microorganisms will enter into the balloon, and if hyper-insufflation was contributed by the device leakage. Response: [MDR 3006722112-2017-00059 , MDR 3006722112-2017-00059, MDR 3006722112-2017-00059 ]